Event description:
During knee surgery, it was reported that the unit experienced high and low spikes or pressure with fluids squirting out. The surgeon was able to complete the case using the same pump. It was reported that the pt will be fine.